Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the markerbands but no meeting specification due to deformation of proximal stent wraps. Deformation was evident to the 18th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion located in the circumflex (cx) artery. There was no damage noted to the packaging. The device was inspected with no issues noted. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.